Manufacturer narrative:
The cls was not returned to saluda. The root cause of the patient's symptoms and inadequate pain relief could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement)" as a result.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported there were no improvements of their originally indicated pain. The evoke system was confirmed to be functioning properly and the patient had good dermatome coverage. However, the patient did not like paresthesia and requested the system be explanted. The evoke scs system was explanted.